Event description:
A caller reported a cgm error 42 with their g7sensor. It was confirmed that the pump had not recently come out of storage mode or experienced a reset. Technical support provided detailed guidance on performing a pump reset, and the caller was assisted step-by-step through the process. After completing the reset, the cgm error code did not reappear, and the caller was able to successfully start a new sensor session. There was no adverse impact to the customer's blood glucose level.